Event description:
The customer reported a v60 ventilator that shutdown while in use on a patient with pressure regulation high error. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported. The unit was swapped out. The customer contacted product support and stated that the unit went vent inop with a 1009 error code. The customer was concerned that this is the 3rd unit that has had 1009 error code and they are all about the same age. Product support determined that the unit has 3.00 software and hft was in use at the time of the event. The unit is at 6800 ft. Altitude. The product support advised the customer to perform a pvt and capture a drpt. The customer reported that they had the same exact issue with serial numbers (B)(4) and (B)(4) (for which separate complaints were created) and that is why he is concerned. Further information is pending.

Manufacturer narrative:
Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested, and no failures were identified.

Manufacturer narrative:
The caller advised that he replaced the data acquisition(da) pcba as a precaution to the pressure regulation high error code. The unit did pass the performance verification test (pvt) before the da pcba was replaced. The caller has sent da pcb back for analysis.